Event description:
Customer reported that her insulin pump had a crack and was advised by her doctor to call in. Customer's blood glucose was 337 mg/dl because she ran out of insulin. Customer reported the insulin pump had cracks where the battery goes. Customer stated he tightens the battery cap to tight and cracks were on the top of the battery compartment and on the sides. Customer stated the display screen on the bottom looked like it was popping out. Customer thinks he might have hit something. Customer does not recall blood glucose at the time of event. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corners, display window, battery tube threads, minor scratched lcd window and stripped battery cap coin slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.